Event description:
A us distributor contacted zoll to report that a patient developed a burn under the lifevest equipment. The patient described the area as burns that have scabbed over, purple in color, and puffy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a neosporin cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.